Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was returned with five clips remaining. During a functional evaluation, the handles were cycled, and the instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open heart operation, by clipping with the device on the ¿mammaria¿, it was not possible to open the jaws. It was a very dangerous situation for the surgeon. In order to resolve the issue, the device was opened with clamp. No patient injury.